Event description:
The reporter stated that the surgeon was advancing a 21.5 diopter collamer lens in a msi-pm injector and he noticed the lens was tearing so he quit using it. No patient injury. The reporter stated it was the plunger in the injector that tore the lens.